Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingectomy ("salpingectomy") and hysterectomy ("hysterectomy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: regular gynecological follow-ups and no remarkable medical history. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent salpingectomy (seriousness criteria medically significant and intervention required) and hysterectomy (seriousness criteria medically significant and intervention required) and experienced genital disorder female ("gynecological disorders"), gastrointestinal disorder ("gastrointestinal disorders"), rheumatic disorder ("rheumatologic disorders"), ear disorder ("ent disorder"), pharyngeal disorder ("ent disorder") and general physical health deterioration ("health status progressively deteriorated"). The patient was treated with surgery (salpingectomy and/or hysterectomy with general anesthesia). At the time of the report, the salpingectomy, hysterectomy, genital disorder female, gastrointestinal disorder, rheumatic disorder, ear disorder, pharyngeal disorder and general physical health deterioration outcome was unknown. The reporter considered ear disorder, gastrointestinal disorder, general physical health deterioration, genital disorder female, hysterectomy, pharyngeal disorder, rheumatic disorder and salpingectomy to be related to essure. The reporter commented: numerous investigations were performed: blood or urine tests, consultations with specialists, xray, CT scan, MRI, for months or years, without finding any aetiology. Most recent follow-up information incorporated above includes: on 9-apr-2019: after internal review, this case was found to be a duplicate of (B)(4) and therefore it will be deleted from bayer database. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingectomy ("salpingectomy") and hysterectomy ("hysterectomy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: regular gynecological follow-ups and no remarkable medical history. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent salpingectomy (seriousness criteria medically significant and intervention required) and hysterectomy (seriousness criteria medically significant and intervention required) and experienced genital disorder female ("gynecological disorders"), gastrointestinal disorder ("gastrointestinal disorders"), rheumatic disorder ("rheumatologic disorders"), ear disorder ("ent disorder"), pharyngeal disorder ("ent disorder") and general physical health deterioration ("health status progressively deteriorated"). The patient was treated with surgery (salpingectomy and/or hysterectomy with general anesthesia). At the time of the report, the salpingectomy, hysterectomy, genital disorder female, gastrointestinal disorder, rheumatic disorder, ear disorder, pharyngeal disorder and general physical health deterioration outcome was unknown. The reporter considered ear disorder, gastrointestinal disorder, general physical health deterioration, genital disorder female, hysterectomy, pharyngeal disorder, rheumatic disorder and salpingectomy to be related to essure. The reporter commented: numerous investigations were performed: blood or urine tests, consultations with specialists, xray, CT scan, MRI, for months or years, without finding any aetiology no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.